Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report #1627487-2013-12129. Reference MFR report #1627487-2013-12131. It was reported the pt was no longer receiving stimulation in the back of the head from the occipital lead (off-label use). Images revealed the lead had migrated. The surgeon removed and replaced the lead. Lead diagnostics showed two contacts, under the anchor were invalid. Post-operative programming was unable to provide effective coverage. This pt received three leads from three lot numbers on two different days. It is unk which lead was explanted therefore all leads are being reported.